Event description:
It was reported by service report that the customer stated the fowler was stuck. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler release handle.